Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and the patient's implantable cardioverter defibrillator (ICD) had eroded th rough the skin. The patient's device was unable to be interrogated. The device and the right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.